Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 13 cm distal of the is-1 connector pin. A proximal fragment and a distal fragment were available for analysis. The returned fragments were visually and electrically analyzed. Multiple extraction damages were found. The distal fragment was strongly stretched in length. Damages were detected at the is-1 connector, as well as strong deformations of the shock coil and of the fixation. In addition, tissue residue was found, especially in the area of the shock coil. The discovered damage pattern speaks for massive ingrowths of the lead in the implanted state. The further inspection showed insulation fraying on the distal, strongly stretched lead fragment, which is with high probability the cause of the clinical complaint. The position and kind of the frayings are characteristic for massive mechanical stress of the lead. Limited lead movement due to the strong ingrowth should be considered. During the electrical examination, the passage resistances of the conductor fragments were measured. No conduction interruptions could be detected. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that approximately 109 months after implant the lead was explanted and replaced due to oversensing.